Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 177 mg/dl at the time of incident. The customer stated that he received insulin flow blocked and wasted a whole vial of insulin. The customer stated that he was on a trip. The customer was advised to revert to backup plan. The reservoir will be returned for analysis.